Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating low blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 27 mg/dl. The customer stated that the paramedics were called and she had stomach issues. The customer treated with juice and an IV drip of glucose. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to leaking oil on the motor home switch. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump was received with cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.